Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the subject device ccd failure due to the ingress of the liquid to the ccd unit in the camera head. The ingress of the liquid to the ccd unit might have been occurred by the unexpected stress to the camera head of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. Sorc found the ingress of the liquid into the camera head of the subject device which might have been caused the reported phenomenon. There was no report of patient injury associated with this event.